Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the beginning of the robotic laparoscopic prostatectomy procedure, immediately following patient docking, they were unable to successfully connect the large needle driver(lnd) instrument. Hugo failed to recognize and insert the lnd as expected. Even, after cleaning the lnd pins and adjusting the shaft, the issue persisted. Lnd was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
H2) additional information: h10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported large needle driver. The large needle driver sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the large needle driver was connected to a sterile interface module (sim) during the procedure that has thicker gold plating. The system triggered an error code for 'manual insertion with no instrument attached', which occurs when the system is not able to write the updated use count or use time of the instrument after the system recognizes it. This can indicate connectivity issues between the large needle driver and sim, which can lead to instrument recognition failures. Evaluation of the large needle driver confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to instrument and sim connectivity issues. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the beginning of the robotic laparoscopic prostatectomy procedure, immediately following patient docking, they were unable to successfully connect the large needle driver(lnd) instrument. Hugo failed to recognize and insert the lnd as expected. Even, after cleaning the lnd pins and adjusting the shaft, the issue persisted. Lnd was replaced to resolve the issue. There was no patient injury.